Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between the patient¿s inguinal hernia and pd therapy on the liberty select cycler. However, there is no documentation or objective evidence in the complaint file to show a causal relationship. The hernia could have been exacerbated by pd therapy, as it is a common complication due to the increased intra-abdominal pressure created from the installation of dialysis fluid. In addition, about 25% of males develop an inguinal hernia, and some of those develop another hernia on the other side, as was the case with this male patient. There is no evidence the liberty select cycler malfunctioned or failed to perform as expected in relation to this event.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) developed a hernia. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the coughed in the shower on and felt a tear, followed by swelling in the right scrotal area. The patient received their last pd treatment the day prior and was not actively receiving pd therapy at the time of the reported ¿tear.¿ the following day the patient was seen in the emergency room (ER) and was diagnosed with a right inguinal hernia. The patient underwent a surgical hernia repair in an outpatient setting and was discharged later the same day. Per the pdrn, the patient had no pd therapy for three days in order to rest the peritoneum. The plan of care was for the patient to resume home ¿low fill¿ (amount not specified) pd therapy with the same liberty select cycler, and to remain supine during pd therapy over the weekend following the event the patient is recovering from the event.